Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a driveline infection and on (B)(6) 2017 surgical debridement was performed. An incision was made and the driveline cavity was drained and washed. An excision of a neuroma in the left chest wall was also performed. After the surgery, the patient reported pain, but was doing well, afebrile and hemodynamically stable.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.